Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic, device interrogation revealed low sensing and high capture threshold on the right ventricular (rv) lead. As per the previous programmed settings, high voltage therapies were disabled and pacing was kept on. A chest x-ray from 2016 revealed the rv lead had dislodged into the atrium. The rv lead was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
A complete lead was returned in single piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.